Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. A device history record review was not required. A labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively in an arctic sun device. Performed visual and inspection and determined that the ac cca card has degraded due to electrical overstress and will be replaced preventatively. Per investigator notification received on 30jun2023, it was reported that the artic sun device failed initial testing with an error 45 related to prewarm flow. Therefore, the flowmeter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively in an arctic sun device. Performed visual and inspection and determined that the ac cca card has degraded due to electrical overstress and will be replaced preventatively. Per investigator notification received on 30jun2023, it was reported that the artic sun device failed initial testing with an error 45 related to prewarm flow. Therefore, the flowmeter was replaced.